Manufacturer narrative:
Concomitant medical products and therapy date- detail of product: item number: 0106010105;, item name: avenir muller, stem, lateral, uncemented, ha, 5, taper 12/14, lot # 4017006; item number: 00875705001, item name: shell with cluster holes porous 50 mm o.d. Size hh for use with hh liners, lot # 62076513; item number: 00875200932, item name: liner elevated rim 32 mm i.d. Size hh for use with 50 mm o.d. Size hh shell, lot # 62041724. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation.

Event description:
Please refer to report 0009613350-2018-01147.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it was reported that a patient underwent initial surgery on (B)(6) 2013. Subsequently, the patient underwent revision surgery on (B)(6) 2018 due to dislocation. This is a split case with warsaw (B)(4). Review of received data: one undated single ap view x-ray image of the left hip was received and reviewed by health case profession. The report states that the left hip arthroplasty components are anatomically aligned. There is no dislocation, osteolysis or other abnormality. Bone quality is normal. According to the reply of the sales rep, the x-ray was taken before the revision surgery. However, no specific date was mentioned. Two pictures of the explanted components were received. The picture of the explanted head shows a area without coating on the articulation surface. The other picture shows the anchoring side of the explanted shell. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw: failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force): not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment . Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion: not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, dissociation, implant breakage due to insufficient connection strength between head and stem due to insufficient material properties and/or design: not possible, as according to material compatibility specification sap (B)(4) the material has been tested. Further, a systematic issue with material properties or design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head: possible, as no sufficient information to excluded this cause. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear: possible, as no sufficient information to excluded this cause. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear: possible, as no sufficient information to excluded this cause. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem: not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment . Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup): possible, as the received x-ray image is undated. Although the sales rep stated it was taken before revision, the date could not be confirmed. The x-ray image shows the implants are anatomically aligned. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset): possible, as no sufficient information to excluded this cause. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper): not possible, as it was reported that the surgical technique was followed. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head): possible, as no sufficient information to exclude this cause. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity: possible, as the soft tissue condition of the patient is unknown. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem: not possible, as the purchase order/delivery note from the sap is attached to the complaint. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products: not possible, as the compatibility check was performed and confirmed. Dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant: not possible, no indication of incorrect use of implant. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head: not possible, as the compatibility is confirmed and the size of the head matches the size of the liner. Implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, as no sufficient information to excluded this cause. Conclusion: it was reported that the patient underwent revision due to dislocation about 5 years after implantation. The received x-ray image shows the implants were anatomically aligned and no sign of dislocation or other abnormality. However, the date of the x-ray image is unknown. The photo of explanted device shows the shell and the head was revised. However, as neither surgical note, office visit note nor x-ray image of dislocation have been received, the event of dislocation could not be confirmed. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Dislocation could be associate with device- and surgery-related factors, such as wrong selection of components, loosening of the components, impingement, increased wear and unbalanced soft tissue tension, as well as the patient factors like soft tissue laxity, experiencing traumatic event, inappropriate post operative activity and disregarding the device limitation. However, due to the lack of information, an accurate analysis of root cause is not possible. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).